Manufacturer narrative:
Continuation of d10: product ID 3777-75 lot# va2jmex serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3777-75, serial/lot #: va2jmex, ubd: 10-jan-2026, UDI#: 00763000283698 h6 codes belong to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A distributor reported that impedance testing performed during the surgery found the lead¿s impedance was high of over 4,000 ohms. The cause of the issue was unable to be answered. The lead was replaced on the same day and the surgery was completed; it was stated that effective measures were taken. It was noted the patient as hospitalized for observation at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID neu_tlock_anchor, serial# unknown, product type: accessory, product ID ne u_siliconeanchor, serial# unknown, product type: accessory, product ID neu_stylet_acc, serial# unknown, product type: accessory, product ID 3777-75, lot# va2jmex, serial# (B)(6), product type: lead, h3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2022-06-23 cf/ared (rep, for): a distributor reported that impedance testing performed during the surgery found the lead¿s impedance was high of over 4,000 ohms. The cause of the issue was unable to be answered. The lead was replaced on the same day and the surgery was completed; it was stated that effective measures were taken. It was noted the patient as hospitalized for observation at the time of report. No complications were reported or anticipated. 2022-07-19 rp (rep, for): no new event information. 2022-07-27 705080407_an_eval (for, rep): no new information.